Manufacturer narrative:
A new blood draw was taken from the donor and was tested at an external reference lab: on (B)(6) 2025, the sample was tested as independent donor testing (idt) and the result was reactive for hbv. On (B)(6) 2025, the sample was tested in a primary pool of 6 (pp6) and the result was reactive for hbv. The analysis of the provided data did not identify any hardware issues with the cobas® 5800 system (sn (B)(6) or any product-related issues with the cobas® mpx assay (lot m02951) used during the testing that produced the questioned non-reactive result. The data for the samples were reviewed, and the pcr raw data showed no evidence of an incorrect hbv result in the corresponding detection channel. The initial discrepancy between nat (non-reactive) and serology (indicating hbv infection) can arise due to several factors, including: low viral load below nat detection threshold: the hbv viral load in the sample may be too low for nat to detect, even though hbsag and anti-hbc is present and detectable by serology. Acute or resolving (occult) hbv infection: an early-stage or resolving hbv infection can result in the presence of hbsag and anti-hbc but a low or undetectable viral load. Sensitivity differences: differences in test sensitivity and methodology between nat (targeting viral dna) and serology (detecting antigens or antibodies) could contribute to the observed results.

Event description:
There was an allegation of a discrepant hbv result with the cobas® mpx assay for one donor patient sample tested on a cobas 5800 analyzer. (B)(6) 2025: the serology result of the serum sample was reactive for hbsag (5800) and anti-hbc (0.01). Units of measurement were not provided. The donor sample was processed in a primary pool of 6 (pp6) and the result was non-reactive. (B)(6) 2025: the serology result of the serum sample was reactive for hbsag (5840) and anti-hbc (0.02). Units of measurement were not provided. The serology result of the donor bag was reactive for hbsag (6330) and anti-hbc (0.01). Units of measurement were not provided. The serology result of the plasma sample was reactive for hbsag (5950) and anti-hbc (0.01). Units of measurement were not provided. (B)(6) 2025: the plasma sample was repeated in a pp6 and the result was non-reactive. (B)(6) 2025: the plasma sample was repeated in independent donor testing (idt) and the result was non-reactive.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.